Manufacturer narrative:
H10: the device, used in treatment, has not been returned for evaluation. The supplied images and further information have been reviewed establishing a relationship between the device and the reported event, however the root cause remains unknown. The image confirms, sections of the cardboard are adhered to the side of the dressing role, which would make the roll difficult to unroll during use. A probable root cause may include, storage and temperature fluctuation, resulting in adhesive causing the bandage to stick to the inside of the box. A medical review concluded, no further action deemed necessary. No batch/lot number has been provided, therefore a review of the device history has not been possible. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm, however as no harm alleged, additional review is not required. The complaint history file contains further instances. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the opsite film is rolled too tightly, and it can't be unrolled properly. Sometimes it sticks to the inside of the box and the packaging has to be disposed of. The procedure was successfully completed without significant delay using a competitor device. No patient injury or other complications were reported.